Event description:
It was reported that farawave was selected for atrial flutter (af) ablation. During the procedure it was mentioned that irrigation port had no issue when the physician purged and tested deployment of the catheter. However, once the catheter was inserted into the sheath, the irrigation tube was not flowing. Thus the physician removed the catheter from the faradrive sheath and purged the sheath outside the patient body with a syringe, however, it was not possible. No fluid came out as the irrigation port was blocked. Thus the catheter was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis. It was confirmed that no error was noted, the irrigation was not interrupted, the catheter irrigation port seems blocked when the physician introduced the catheter inside the faradrive. No damage was noted, the flow rate was 1 drop per sec

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.